Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported over last several days the team has noticed that the dilators in the custom PICC kit have not been passing even with double dilate. When a new single pack separate dilator is added, it slides in like butter. I inspected one yesterday and it did not appear to be cracked, rolled or torn. Most of us rarely double dilate which prompted us to try scrapping the dilator in the kit and adding a new one. They said it at least happened 4 times, and probably 4 more. It was reported this occurred with eight devices. This report addresses all eight devices.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence however after further review it was determined that a reportable event had not occurred.